Event description:
Healthcare professional reported right side "pain of her right breast", "breast scar tissue baker grade 3", and "redness possible infection". Healthcare professional later reported rupture, "cellulitis," and "seroma fluid". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Further investigation: "with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of (B)(6) 2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time."

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side "pain, capsular contracture baker grade iii. Healthcare professional additionally reported rupture. Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade iii, rupture, infection (late onset).

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken crease sharp assessed as a fold flaw opening with non-penetrating nicks around the opening. Capsular contracture, infection, seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the surface. No further actions are required as the device was implanted." The events of "cellulitis" and "seroma fluid" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "cellulitis" and "seroma fluid".

Event description:
Healthcare professional reported right side "pain of her right breast", "breast scar tissue baker grade 3", and "redness possible infection". Healthcare professional later reported rupture, "cellulitis," and "seroma fluid". Device has been explanted.